Event description:
The customer contacted abbott regarding calibration check failure error codes when calibrating the axsym rubella igg assay. The customer attempted 2 calibrations and observed the error when recalibrating the rubella assay, as the assay quality controls were out of range. The customer stated there is no calibration issue with other axsym assays and all maintenance was up to date. The customer attempted to recalibrate with a different lot of rubella reagent, but obtained the same error. The customer was sent rubella calibrators and the customer reported a successful calibration was achieved. The customer reported the rubella calibrators were discarded, therefore, no material was returned for investigation purposes. There was no impact to pt management reported by the customer, as pt results were not reported out of the lab when the quality controls were out of range.

Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is complete.